Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 5.0 x 12 mm herculink elite stent delivery system was advanced into the patient anatomy for treatment of a target lesion in the moderately tortuous right renal artery. The device was unable to cross to the target lesion and an attempt was made to withdraw the device; however, as the device was pulled back into the guide catheter, the tip of the device caught on the guide catheter and the stent dislodged. A smaller dilatation catheter was used to catch the herculink stent and was able to pull the stent into the femoral artery. The stent came loose and could not be re-captured. The stent remained in the femoral artery. The patient was taken for a surgical procedure and the dislodged stent was retrieved. The patient remained hospitalized for recovery, but has been discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for failure to advance and stent dislodgement. Based on the information reviewed, there is no indication of a product deficiency.